Manufacturer narrative:
A direct relationship between the device and the reported event of a pump pocket hematoma could not be determined. The patient was reported to have developed a pump pocket hematoma. Anticoagulation was stopped for evacuation and the patient's ldh elevated. The patient developed neurological deficits that led to a severe stroke. Information provided to thoratec stated that an autopsy was not performed and the pump will not be returned. A review of the device history record revealed that the device met applicable specifications. The manufacturer's approved labeling lists bleeding, hemolysis, stroke and death as a potential adverse event that may be associated with the use of the left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received (B)(4) from (B)(6) indicating that the pt developed a pump pocket hematoma, was off anticoagulation for evacuation. Lactate dehydrogenase (ldh) was elevated. The pt developed neurological deficits which led severe stroke and the pt expired on (B)(6) 2013.

Manufacturer narrative:
(B)(4) was received from (B)(6). The manufacturer is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.